Manufacturer narrative:
The device was returned to olympus for inspection. E1 establishment name: (B)(6). In addition, the following reportable malfunctions were identified during the device evaluation: b31 scope communication error due to damage on charged coupled device unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction of components mounted on the circuit board, such as ic chips and capacitors, likely caused by usage stress, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope's image was not displayed. The event occurred during maintenance. There were no reports of patient involvement.